Event description:
The customer reported the ventilator would not operate on ac power. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the findings. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and alarm, and continue ventilation until the battery depletes. Final applicable testing was completed and all tests passed to operating specifications.